Manufacturer narrative:
Concomitant product : fr995-21 tissue valve, implanted: (B)(6) 2016, product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to valve surgery, the right atrial lead dislodged and had high threshold. The lead was repositioned and remained in use. It was later reported the lead dislodged again, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.